Event description:
On 11/17/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8350pr powerasp failed. This occurred during a case on 11/10/2023. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error. However, more information needs to be provided to determine the reason for the failure. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.